Manufacturer narrative:
It was reported that the patient had continued pain in their knee. It was later reported that the patient was scoped to look for any reason for pain. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the patient had continued pain in their knee. It was later reported that the patient was scoped to look for any reason for pain.